Event description:
Patient¿s legal counsel reported that patient underwent a left total hip arthroplasty on (B)(4) 2007 in which the m2a hip system was implanted. Subsequently, patient underwent a revision procedure on (B)(4) 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s operative (op) notes reports patient was revised on the left hip due to pain and complicating issues attributable to a lumbar radiculopathy. Revision op report notes the acetabular component was at an 80-plus degree near vertical angle with the head appearing to be riding on lateral acetabular bone and the presence of thickened fibrous tissue. The cup and modular head were removed and replaced. Additional information received in patient¿s medical records reports patient also underwent a right total hip arthroplasty on (B)(4) 2006. There has been no reported revision procedure for the right side.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And ¿loosening or migration of the implants may occur.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-04600 / -04601 & -06824 / -06825).